Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas and that the insertion needle extended to 45 degrees instead of 90 degrees when preparing the infusion set for insertion. He experienced difficulty with insertion as the headset would not go into his skin all of the way. Pt inserts headsets manually and with the insertion device. Pt noticed insulin leaking on 1-2 occasions, and he was unable to determine where the leak originated. Blood glucose elevated above the level measured by his glucometer. Target blood glucose is 80-110 mg/dl. Pt changed the infusion set and delivered boluses through the infusion device as treatment for hyperglycemia. Pt sought advice from his physician, but he did not require treatment from a health care professional or second party to address the issue. Blood glucose elevated within 2 hours of inserting the headset. This first occurred in (B)(6) 2010. Infusion sets were replaced with a different type and requested for eval.